Event description:
Related manufacturer report number: 3005334138-2018-00406, 3008452825-2018-00365, 3005334138-2018-00407. During the procedure, when inserting the needle through the sheath insertion difficulty was noted and skived the sheath in the process. Two additional sheaths were attempted but the same issue occurred. During one insertion attempt the needle punctured through the sheath. The sheath was replaced a fourth time utilizing a different needle and the transseptal puncture was successful. There were no adverse consequences to the patient.

Manufacturer narrative:
The reported insertion difficulty and skiving was confirmed. Resistance was noted near the distal end of the dilator when a brk needle/stylet assembly from current inventory was advanced through the returned dilator. The dilator tubing was cut lengthwise and a build-up of skived material was noted at the distal end of the dilator. The cause of the insertion difficulty is consistent with the skiving. Based on the received condition of the device and the information provided, the cause of the skiving remains unknown.